Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 76-year-old female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and sufferred cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Two competitor¿s sheath were across the septum and ablation was ongoing. During the case, the transseptal sheath crossed back over through the septum. After the transeptal sheath was crossed over, clear fluid came out of the sheath. The patient became hypotensive and through ultrasound, a cardiac tamponade was noted. A pericardiocentesis was performed and over 1400cc of fluid was withdrawn from the patient. The case was cancelled, and the patient was stable at the time of the call. The physician¿s opinion on the cause of the adverse event was that it was procedure related. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The generator used in the case was a smartablate. Transseptal puncture was performed with a heartspan needle fnd-019-02. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred when loss of transseptal, during transseptal re-stick phase. Ablation catheter was not in the body when this occurred. An irrigated catheter was used in the event and the flow setting was 2/15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector & visitag with the visitag module parameters for stability set at 3mm/3sec, no fot, 3mm tags with a respiratory filter and surpoint.

Manufacturer narrative:
The device evaluation was completed on 29-jun-2022.. It was reported that a 76-year-old female patient (155 lbs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and sufferred cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Two competitor¿s sheath were across the septum and ablation was ongoing. During the case, the transseptal sheath crossed back over through the septum. After the transeptal sheath was crossed over, clear fluid came out of the sheath. The patient became hypotensive and through ultrasound, a cardiac tamponade was noted. A pericardiocentesis was performed and over 1400cc of fluid was withdrawn from the patient. The case was cancelled, and the patient was stable at the time of the call. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30759685l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).